Event description:
It was reported that a malfunction occurred on a customer's pump. The customer could not confirm the fault ID because they reset the pump on their own. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available, if necessary.